Event description:
It was reported that the lead had increasing impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed high resistance/impedance. There was one patient alert for rv pace lead impedance equal to 1040 ohms on (B)(6) 2012 03:00:03. The weekly pace lead measurement log data shows a gradual increase for min and max v. Pace equal to 472 to 1088 ohms peak between (B)(6) 2012.